Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-16572. Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in ew clinical technical summary for complaints-conduction disturbances/ heart block, atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to a limited amount of information received, it is unknown what could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : remains implanted.

Event description:
As reported to the implant patient registry (ipr), approximately 5 months s post-implant of a 23 mm sapien 3 ultra valve in the aortic position, the valve required intervention and a valve in valve was performed. Ipr received a voicemail regarding missing their second implant identification card. Upon returning call, the patient did locate the missing card but mentioned they are tired/ fatigued with having two valves implanted and wanted to know if having two valves implanted was making it more difficult for her heart valve to be able to close. The patient mentioned that they were anemic and consistently out of breath. They wished to speak with a clinician. A clinician spoke with the patient. Patient shared that they have been tired, exhausted, and out of breath since the 2nd implant. The first implant 'went well', however after a follow up with the implanting physician, was told the valve 'wasn't seated properly' and subsequently underwent a valve in valve (viv) procedure. Since the viv procedure, they have been hospitalized for anemia and low heart rate. While in the hospital, patient received 2 blood transfusions, started on iron supplements, and had a pacemaker implanted. Patient was discharged from rehabilitation in (B)(6) 2023. Patient has visited the cardiologist who informed them that the valve is 'ok.' Per the initial op notes, a 23mm sapien 3 ultra was implanted in the aortic position with an unexpected shift and canting of valve at the very end of valve deployment. There appears to be less contact with the aortic annulus at the left coronary cusp level. The valve was post dilated with a 24mm true flow and paravalvular leak (pvl) was reduced to trace post dilation. The final transesophageal echocardiogram (tte) showed pvl at the mid level. A few days post op, the patient complained of worsening fatigue and shortness of breath and was admitted to the hospital with anemia. The tee showed moderate pvl. The valve in valve (viv) operative note: patient presented with symptomatic moderate pvl, acute anemia secondary to hemolysis. Under anesthesia, the patient had a viv with another 23 mm sapien 3 ultra in the aortic position via transfemoral approach. The implant was a success with none to trace paravalvular leak, no central aortic insufficiency and a mean gradient 7-9mmhg. No edwards device malfunctions were listed. A new lbbb (left bundle branch block) was noted after viv procedure.